Manufacturer narrative:
Batch review performed on 09 october 2018. Lot 163797: (B)(4) items manufactured and released on 20 december 2016. Expiration date: 2021-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system humeral reverse hc liner ø39/+3mm (k170452). Lot 173396: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-05-29 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 10 october 2018. Dislocation of primary rsa one month after index operation in an overweight patient with a small humerus and the results of a former fracture. We can see no indication of a faulty device originating the problem. Dislocations in rsa's are a rather common adverse event, often due to progression of the disease to the soft tissues or insufficient recuperation of soft tissue tension postoperatively.

Event description:
Revision surgery performed 2 months after primary surgery due to luxation. Humerus dislocated from glenoshere.